Event description:
Plantiff alleges sensitization to latex and is subject in the future to one or more anaphylactic reactions to latex products. Further alleges that as a result of this sensitization the plantiff has suffered substantial injury, pain and suffering as well as economic loss.